Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) in this incident appears to be due to patient morphology/pathology (thin leaflets). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the implanted mitraclip detached from one leaflet while remaining attached to the other leaflet. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The patient presented with thin leaflets. The clip delivery system was advanced to the mitral valve and the mitraclip was implanted without reported issue. Following, the mitraclip detached from the posterior leaflet while remaining attached to the anterior leaflet (single leaflet device attachment -slda). Another mitraclip was implanted as treatment and the mr was reduced to grade 1-2. There was no adverse patient sequela and there was no clinically significant delay reported. There was no additional information provided regarding this issue.